Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results. The device was returned to olympus for evaluation and the customer's allegation was confirmed: the product analysis confirmed colored lines and flickering image due kink on cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had lines in the picture. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had lines in the picture. There were no reports of patient harm.